Event description:
The clinic reported that the implant dimensions are incorrect. During surgery, a trial implant size 45 was used. When the surgeon tried to fit the definitive implant (size 45), it was impossible. An other product (same size : 45) was used without issue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.